Event description:
The surgeon implanted a silicone lens model aq2017v and noticed there was lack of capsular support. It was indicated that the md believed the lens would fall back into the posterior capsule, therefore they removed the lens. There was vitreous loss but no capsure tear. The surgeon stated that they believe there was no product malfunction. The model and lot numbers of the cartridge and injector are unknown.